Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708260 serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3888-56, lot# v822731, implanted: 2013 (B)(6); product type lead product ID 3888-56, lot# v617051, implanted: 2013 (B)(6); product type lead product ID 3888-45, lot# va049ht, implanted: 2013 (B)(6); product type lead product ID 3888-45, lot# va02nl8, implanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# va07l9e034 implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the device was going to be moved. It was noted that the patient had been having issues for ¿months.¿ patient currently had two implantable neurostimulators (ins) implanted in her mid-back. The inss were being relocated to her chest below the clavicle because, they caused discomfort in the patient¿s back and the patient was having difficulty charging in that location. Additional information received reported, the patient was doing well after the revision. The ins were moved from the back to the chest both right and left. Patient was seen on (B)(6) 2014 and she was doing much better. The patient was able to charge with much more ease and did not have discomfort associated with the ins location. Reference manufacturer¿s report number: 3004209178-2014-08356.